Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported approximately five months post implantable pulse generator (ipg) system implant, that the patient developed a fever and pocket infection was suspected. The ipg system was removed and replaced approximately two weeks later with a leadless pacemaker. No further patient complications have been reported as a result of this event.